Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, surgery site is infected and implant w/pins need to be removed temporarily.